Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device had water contamination related damage inside. The following parts were replaced to address the issue; blower motor, flow sensor board, sensor board, system board and power management board. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).

Event description:
The MFR rec'd info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.